Manufacturer narrative:
Device UDI now provided as the incorrect one was inadvertently pulled into the initial medical device report (MDR). Reported issue occurred in canada and updated. A medtronic representative went to the site to test the equipment. The representative reported that rad/gain calibrations were performed on the imaging system to resolve the reported issue. However, the image fault comes back afterwards. Ordered a new detector panel. A medtronic representative returned to the site to replace the detector panel as the previous one he installed on was bad at install. He then tested the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Additional information: the medtronic representative returned to the site on (B)(4) 2017 to explain the issue that occurred to the site and ensure site is comfortable with imaging system use going forward. The software investigation found that the reported event was unrelated to a software issue and is hardware induced by the detector panel. The software functioned as designed. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure with the imaging system, the image scan had a ring artifact. Site continued the procedure with the scan. The procedure was completed with the use of imaging. There was no delay to the surgery. No impact on patient outcome.

Manufacturer narrative:
Two detector panels were returned to the manufacturer for analysis. Both panels underwent functional and visual testing. The first detector panel was found to be fully functional and had no fault. The second detector panel was found to be causing the issue. During a physical inspection it was found that a .5 gap was present due to screws being stripped.

Manufacturer narrative:
The detector panel returned with a confirmed failure mode was reported to be the bad at installation (bai) component, while the original panel was found to have no fault found.